Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's ipg incision site opened on (B)(6) 2018 and in turn, the patient¿s ipg came out. The patient was instructed to go to the emergency room. Reportedly, the patient developed an infection near the pocket. Cultures were taken and came back negative. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the system was explanted. The patient was also treated with antibiotics while in the hospital.